Event description:
It was reported that a mini trek was used in the peripheral, heavily calcified sfa (superficial femoral artery). The mini trek had not been inflated when blood return was noted in the indeflator. The mini trek was removed from the patient when it was noted that the balloon segment separated from the shaft. A snare was inserted, but this caused the mini trek balloon to move forward. The trek was inserted and successfully trapped the separated segment of the mini trek. The mini trek was pulled into the sheath. The sheath and all the devices were removed as a single unit. There were no adverse patient sequela reported. There was no additional information provided. Subsequently, initial, visual analysis of the returned trek, on (B)(4) 2014, noted a shaft separation. The site was contacted and it was reported that there was no noted device issue with the trek at the time of the procedure.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: boston scientific exchange length extra support; sheath: 6 french terumo pinnacle. The device was returned for analysis. There was no reported device issue, however, device analysis found blood in the balloon, in the inflation lumen, in the guide wire lumen, on the balloon, on the distal shaft, and on the hypotube. The presence of blood in the balloon indicates that there was a catheter leak/rupture inside the anatomy. The inner member was separated. The distal portion of the noted separation was returned in the shaft of the non-abbott sheath. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It was reported that the trek catheter was used in a superficial femoral artery. It should be noted that the trek instructions for use states that the trek balloon catheter is indicated for coronary artery use. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: snare: goose neck; sheath: rabbe; dilatation catheter: mini trek. (B)(4) - incorrect anatomy. Coronary device was used in the peripheral anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mini trek referenced has been filed under medwatch MFR number 2024168-2013-07347.